Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a service history review, abbott field service evaluation, a search for similar complaints, and a review of labeling. A service history review for this instrument revealed no subsequent complaints of discrepant/erratic results being reported. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved part replacements per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c4000 analyzer, list number 02p24, was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer indicated falsely elevated sodium results were generated while using the architect c4000 analyzer. The customer provided the following data: sid 1509100123: initial 168, retest after re-calibration 142 mmol/l (customer range 136-145) there was no adverse impact to patient management reported.